Event description:
Reported blood glucose results of "260 mg/dl, 190, and 130 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer was unable to perform a control solution test because the test would not start when a strip was inserted into the meter indicating a malfunction of the product. No injury was reported. The complaint is considered a product malfunction.